Event description:
Description of event: according to initial reporter; on (B)(6) 2022, the filter of igtcfs-65-1-jug-tulip/ e4084508 was placed. On the same day, cdt (catheter-directed thrombolysis) was performed after filter placement. Then, pe (pulmonary embolism) occurred and the patient went into shock. Patient outcome: no further information including what was done to deal with the pe and shock and patient outcome has been obtained.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k172557. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that a tulip filter was placed on (B)(6) 2022. On the same day cdt (catheter-directed thrombolysis) was performed after filter placement. Then a pe occurred, and the patient went into shock. Additional information was received on 08apr2022 which stated that of (B)(6) 2022 there were no problems with the patient conditions. Several videos and images were provided for imaging review. Per imaging reviewer´s findings: multiple videos of a cta chest pe protocol, ctv abd/pelvis and lower extremities in venous phase, images from a rle venogram and ivc filter placement and follow up cta chest pe protocol, along with the complaint report, were submitted for review. Axial images from a cta chest pe protocol and a ctv abd/pelvis and lower extremity, dated (B)(6) 2022 demonstrate no evidence of significant pe. There is a small left pleural effusion with minimal relaxation atelectasis of the adjacent left lower lobe. On the ctv images, there is a filling defect in the right internal jugular vein consistent with venous thrombosis. This is non-occlusive, but still moderate in size. There is also extensive venous thrombosis of the rle beginning at the common iliac vein and extending caudal to the knee. There is extensive right lower extremity edema consistent with extensive venous congestion. There is no evidence of ivc thrombosis. They¿re expensive postsurgical changes status post aortic root repair as well as abdominal aortic aneurysm repair. The next set of images, presumably from the same day, demonstrate patient in the prone position with access via the right small saphenous vein. Venogram demonstrates extensive occlusive appearing thrombus throughout the right lower extremity extending to the confluence of the iliac veins. A catheter and wire was negotiated through the thrombosed segments of vein into the ivc, presumably placing a lysis catheter, although no images were submitted of the final lysis catheter. The patient was then repositioned into the supine position and via a left jugular approach an inferior vena cava venogram was performed demonstrating the inflow of the renal veins. A gunther tulip ivc filter was deployed below the level of the renal veins, at the l1/2 level without evidence of significant tilt. A venogram performed via the right saphenous access demonstrates partial recanalization of the extensive right lower extremity thrombosis. There is still a moderate amount of filling defects present throughout the right lower extremity with nearly inclusive of hearing thrombus present at the popliteal level. The date of this exam is (B)(6) 2022. Follow up chest cta chest, pe protocol, presumably performed on (B)(6) 2022 demonstrates interval development of extensive pulmonary embolic burdened with evidence of right heart strain, indicating at least submassive pulmonary embolus, and depending on the clinical response could be a massive pulmonary embolus. There is interval increase in size of pleural effusion which is now large. Patient is intubated with et tube in correct position. The filling defects previously identified within the right internal jugular vein is smaller on this study. In addition, ctv images of the abdomen and pelvis do not demonstrate any significant thrombus and trapped within the ivc filter. Per imaging reviewer´s impressions: per the complaint report the patient experienced significant pulmonary embolism following placement of a gunther tulip ivc filter and initiation of catheter directed thrombolysis for extensive right lower extremity deep venous thrombosis. If the images submitted for review are in chronologic order, it appears the patient underwent catheter directed thrombolysis prior to placement of the ivc filter with manipulation of at least a wire and catheter through the extensively thrombosed right lower extremity. Although the complaint report states the ivc filter was placed prior to cdt, the images would suggest otherwise. Furthermore, this is supported by the presence of excreted contrast in the renal collecting systems during time of ivc filter placement, suggesting the ivc filter was placed following a procedure which used IV contrast, likely the catheter directed thrombolysis. If this theory holds true, as I suspect, merely by manipulating the catheter and wires as well as injecting contrast into the thrombosed right lower extremity, this may have resulted in thrombus becoming dislodged and migrating to the pulmonary arteries as confirmed on follow-up cta of the chest. If the ivc filter was indeed placed prior to the catheter directed thrombolysis, the act of manipulating wires and catheters across the ivc filter may have also inadvertently contributed to thrombus migrating through the filter. An, alternative explanation involves the thrombus identified in the right internal jugular vein seen on the initial cta of the chest, and likely the reason why the operator chose the left internal jugular vein to deploy the ivc filter. On the follow-up imaging of the chest the amount of thrombus remaining in the right internal regular vein is significantly less suggesting either it has partially lysed, which may be true, or it has migrated into the pulmonary arteries and at least contributed to the pulmonary embolic burden. Although it is very uncommon for upper extremity, internal jugular or superior vena cava thrombus to result in clinically significant pulmonary embolism, in this case it may have contributed to the overall thrombotic burden and stress placed on the patient. Lastly, ivc filters do have a known failure rate ranging from 3 to 6%, and although the intention is to decrease the likelihood of a clinically significant pulmonary embolism, the filter may have failed in this circumstance either related to the catheter directed thrombolysis or a primary failure, differentiating these etiologies is not possible. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism there are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information and imaging review an exact cause for this event cannot be established. However, pulmonary embolism is a known adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 08apr2022: as of (B)(6) 2022: the patient was out of shock state and on his/her way of recovery. As of (B)(6) 2022: there were no problems with the patient's condition. There is a plan to retrieve the filter, but the date of retrieval has not yet been determined.